Event description:
The home patient (hp) reported being overfilled with fluid while using the homechoice cycle for apd therapy. The hp reported they had received "low drain volume" alarms during the initial drain and later during 1. According to the hp, they bypassed the alarms and advanced the therapy past the drains and into the subsequent fills. During dwell 2 of 4 the hp placed the device into a manual drain and removed 3455mls of fluid, which is 1555mls greater than the programmed fill volume of 1900mls. After the manual drain was completed the hp continued therapy through to completion with no difficulties. The hp related that there was no pt injury or medical intervention as a result of this incident.